Event description:
The provider alleges the end user had possession of the bed for an extensive time and the bracket for the side rails broke. Additional non-reportable complaint for this device; the provider alleges the bed end is stripped out.